Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported condition. The service engineer replaced the exhalation valve assembly. The ventilator passed self-testing.

Event description:
The customer reported that, during patient use, an 840 ventilator became inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.